Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 30 mg/dl. The customer declined to provide further information regarding the previous hospitalization and declined an offer to contact the hospital at the time of the call. She stated that she had been experiencing low blood glucose for a few weeks. The most recent infusion set change had been performed before the hospitalization. She was advised to monitor the device, since she noted that she would be reaching out to her doctor regarding device settings. She declined to give any information regarding the low blood glucose hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.